Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, the device was advanced to the lesion but was not released when the guide catheter was pulled fully. Several attempts were unsuccessful and the device was removed. The procedure was completed with a flexima enbd. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the stent was kinked, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). Stent was unloaded from the device when received. A visual evaluation found that the suture was missing. The suture hole was slightly torn. Distal tip of guide catheter was flared and kinked. Stent was kinked near the proximal end. Push catheter was bent near the distal end. Stent was loaded on guide catheter without the suture. Functional evaluation with the device laid down loosely curved on table encountered resistance when the guide catheter was retracted. With effort and maneuvering, the stent was deployed. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks in the catheter and the stent. With the catheter and the stent bound by the kinks, stent deployment would become difficult. Efforts to deploy the stent would cause further complications such as breaking of suture and tearing of the suture hole. Therefore the most probable root cause is ¿operational context.¿